Event description:
It was reported that the bd syringe 10ml ll bns contained foreign matter. The following information was provided by the initial reporter: "hair found in a 10cc syringe." Additional information provided on 01/03/2023: date of event: 10/11/2023. Did the event directly, or indirectly involve a patient or user? Yes, it was found during use. How was treatment completed for customer? Cannot disclose/ unknown. Please confirm whether there was any patient impact. Nonconformity was found while syringe was in-use. Can you please provide more details and describe how the product is damaged. Hair found in a 10cc syringe from the lap chole kit clearly stated on scar report.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one photo of a 10ml luer-lok syringe (p/n - 301029) was received and evaluated. The image is a close-up showing a loose syringe with one partial ink ring at the roof of the barrel. The condition observed is non-conforming per product specification. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Potential root cause for the ink ring defect is associated with the marking process.

Event description:
Photos received